Event description:
During preventative maintenance of the device, the user reported the centrifugal backup battery was not functioning as expected, indicating the batteries were dead. No further details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.